Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to this event; the associated MFR report numbers are 1225714-2014-00103 and 1225714-2014-00104.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products: associated mdrs #1225714-2014-00103 and 1225714-2014-00104.